Event description:
It was observed that a screw was used for a lamp fixation of a heart lung console did not fasten. There was no reported device adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.